Event description:
Medtronic received information that no com pump to xmtr-unresolved, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). S/w version 5.2 a retainer ring = black customer returned pump for alleged cosmetic damage located at the back of the battery compartment around to the front of the pump and no com pump to xmtr-unresolved found on (B)(6) -2022. The pump passed the displacement test and the self test. Test p-cap locks properly into the reservoir compartment. No lost sensor alarms, alerts, or anomalies were found during testing. Pump communicated properly with test guardian link 3 transmitter and sensor connected successfully with pump. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. However, there is moisture damage isolated to the battery tube. The following were also noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, missing display window/cover, corroded battery tube, and battery tube threads - cracked. No com pump to xmtr-unresolved was not confirmed during testing and cosmetic damage was confirmed at the ack of the battery compartment around to the front of the pump. Moisture damage is confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.